Manufacturer narrative:
(B)(4) the share direct pediatric receiver device (part number str-pr-pnk/serial number (B)(4)) being used with the sensor device was returned on 04/24/2105. The returned share direct pediatric receiver was visually inspected and no defect was found. Functional testing was performed and the reported fault could not be reproduced and there was no failure detected. A review of the diagnostic chart observed inaccuracies. The reported event of inaccurate blood glucose values was confirmed. A definitive root cause could not be determined.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation; however, the data log was provided by the patient. It was downloaded and reviewed on (B)(4) 2015 and confirmed the reported event of inaccurate bg values.

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report continuous glucose monitor (cgm) inaccuracy compared to blood glucose (bg) meter on (B)(6) 2015. Patient's mother did not report any injury or medical intervention.